Event description:
The break away feature of the break away catheter/inserter did not efficiently break away at the very tip. The surgeon had to break it off backwards into op. No apparent harm to pt.